Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated data started on (B)(6) 2015; the data from the complaint date of (B)(6) 2015 was unavailable for review due to continued pump use. A review of the available black box data did not show any loss of primes. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the force sensor calibration was out of specifications, the display screen was discolored, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experience elevated blood glucose (bg) over 500mg/dl with no signs or symptoms of hyperglycemia associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the loss of prime issue had occurred multiple times with multiple cartridges. The reporter stated that the patient experienced the elevated bg due to inadequate response to the loss of prime. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue with use error as a contributing factor.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.